Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the bilateral hips have become detached, disconnected, created metallic debris, and/or loosened from the pt's acetabulum, caused severe pain, inhibit plaintiff's ability to walk, and require two separate revision surgeries.